Event description:
Per the physician's report, this patient underwent a skin flap revision surgery in 2006. Ten mos later, the patient's internal magnet extruded through the skin, exposing the internal device. The surgeon explanted the device (date unknown) and is allowing the area to heal. It is not known if the patient will ever be implanted again.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.